Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Event description:
End user reports "the indicator line on the funnel not aligned with the coudé tip. This makes the use of the coudé catheter more difficult. In order to use the catheters, he is marking the catheter on the funnel end with a line acting as the indictor line for the coudé tip."